Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints were found for this lot number.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that upon entering the dialysis fistula during a percutaneous transluminal angioplasty, the tip of the catheter detached in the vessel. The tip was snared from the patient with no additional complications.